Event description:
It was reported to olympus, that the 4k camera head had no image when it was plugged. It was noted that the issue was found during preparation for use and the procedure was completed with a similar device. The procedure was not prolonged. The patients anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. It is unknown if any other devices were connected to the subject device when the failure occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the e224 scope communication error was found on monitor due to a faulty cable. It was also noted that the rear cover label was faded and serial number plate was unreadable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to poor communication caused by cable failure and then e224 error and the phenomenon ¿the image is not displayed¿ occurred. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.